Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event involved a tego® connector that reportedly leaked blood during use. The device was changed out/replaced with no further problems encountered. There was no serious injury/death and no medical/surgical intervention required as a result of this complaint/event.

Manufacturer narrative:
Received one (1) used d1000 tego connector for inspection on (B)(6) 2025. A seal tear was found on the top rim of the tego. The set was leak tested per product specifications. There was leakage in the inactivated position. The reported complaint of leakage can be confirmed due to the tearing found on the tego. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrective and preventative actions are in process. Lot history review was conducted and no nonconformities were identified that may have contributed to the reported complaint.